Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with a highest blood glucose of 228 mg/dl lasting approximately three hours, after which an agent-assisted full supply change was performed and insulin delivery on the ilet was resumed. Symptoms included elevated blood glucose without acute clinical effects. Outcomes included no medical intervention, no ketone testing, no backup therapy, and no hospitalization. Investigation included complaint review and troubleshooting with user education. Investigation of this case revealed no device alarms and no confirmed device malfunction, and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.